Manufacturer narrative:
Correction: serial number is actually (B)(4) and not (B)(4) as previously reported. Correction: this report is a duplicate of manufacturer report number 1314492-2019-00655. All information can be found under that manufacturer report number 1314492-2019-00655. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump fails flow rate accuracy check during preventive maintenance (pm) in the biomed service. There was no patient involvement. No additional information is available.